Event description:
Per the clinic, it was reported that the patient experienced a performance decrement with device use. Additionally, the patient was pressure sensitive at the magnet site, following removal of the internal magnet after a past MRI scan. The issue could not be resolved, and subsequently, the device was explanted on (B)(6) 2017. The patient was not reimplanted with another device, per the request of the patient.